Manufacturer narrative:
Correction: evaluation summary one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that while in use on a patient, the cuff did not inflate. The customer indicated that there was no patient harm.